Manufacturer narrative:
After battery installation, the unit gave an unexpected white flashing display followed by an unexpected intermittent beep alarm due to a cracked lcd controller. Functional testing including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test were unable to be performed due to a display anomaly. The unit was received with minor scratches on the case, minor scratches on the lcd window, and a cracked select button keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report that the case and display window were damaged. The customer's blood glucose reading was unknown. The insulin pump was replaced and will be returned for analysis.